Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to verify pump error 40, pump error 24, unexpected battery power loss, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a critical pump error and alarming insulin pump errors. Customer's blood glucose value was 109 mg/dl. Customer reports they received the open book image on the insulin pump screen. The customer reported that the alarm was not cleared by selecting ok. Customer was unable to clear the insulin pump errors, power loss alarm and program the insulin pump. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.